Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument was chipped at the distal end. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found that the instrument exhibits scratch marks/abrasions in the main tube above proximal clevis. Scratches and abrasions on the main tube are deemed cosmetic damage.

Event description:
Refer to h11 for follow-up information.